Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional observed, "valve delaminated from shell." And "plug strap separated", during surgery. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Healthcare professional observed "valve delaminated from shell" and "plug strap separated" during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on anterior side assessed as surgical damage. ¿ delamination: a delamination total of the valve (adhesive failure) ¿ other-technical: a delamination total of the plug strap disk shell (adhesive failure) additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.